Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger was not charging the batteries properly. The patient was provided with a replacement charger/ modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (does not properly charge batteries) has been confirmed. As received, the q1 transistor was shorted on the bedside board. The cause of the inability to properly charge the batteries is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement charger/ modem. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) is being investigated. Upon receipt, the battery pack was nonfunctional in both a charger and a monitor. The battery pack has been sent back to the supplier, (B)(4), for a root cause investigation. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective battery. The patient received a replacement battery. Device manufacture date: sn (B)(4): 02/01/2012, sn (B)(4): 02/01/2013.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) was completed. Per the battery supplier, the cause for the battery failure was isolated to excessively discharged battery cells. The root cause for the excessive discharge could not be positively identified, but the excessive discharge likely resulted from the inability of the battery charger/modem to recharge the battery pack. Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) is being investigated. Upon receipt, the battery pack was nonfunctional in both a charger and a monitor. The battery pack has been sent back to the supplier, itech, for a root cause investigation. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective battery. The patient received a replacement battery. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge batteries) has been confirmed. As received, the q1 transistor was shorted on the bedside board. The cause of the inability to properly charge the batteries is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement charger/modem. Device manufacture date: sn (B)(4): 02/2012; sn (B)(4): 02/2013.

Event description:
A (B)(6) year old female patient contacted zoll customer support to report that ther charger was not charging the batteries properly. The patient was provided with a replacement charger/modem and battery pack.